Event description:
It was reported that during a routine follow-up visit, the threshold on the left ventricular (lv) lead was noted to be high. It was further reported that the lead output was reprogrammed, and the lead remains in use. The patient is currently enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine follow-up visit, the threshold on the left ventricular (lv) lead was noted to be high. Follow up is currently in progress for additional information. The lead remains in use. The patient is currently enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lv lead exhibited a sustained failure to capture in all but one pacing vector. The lead was programmed off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2010 (B)(6); 6947 implantable tachy lead - 2010 (B)(6). (B)(4).